Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right ventricular (rv) lead was over-sensing noise causing pacing inhibitions. The patient is pacemaker dependent, experienced dizziness and falls due to syncope. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.